Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was unable to induce an arrhythmia during its implant procedure. Technical services (ts) was consulted and discussed troubleshooting options as well as available options to induce an arrhythmia. At a later date, a defibrillation threshold (dft) test was performed and the rhythm converted successfully. This device remains in service. No adverse patient effects were reported.